Event description:
Lead management case to remove a non-functional 1580 rv lead (implanted 60 months). The physician was lasing with a 16fr glidelight; however the blood pressure began to drift. The physician continued the procedure until it was noticed that the blood pressure was no longer responding with the sbp staying in the 30s. The CT made the decision to perform a sternotomy where an svc tear was repaired. The patient survived intervention.